Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed in the pain management to deliver unspecified medication. No specific programming parameters were provided. On (B) (6) 2009, at an unspecified time, the nurse expected the container to be empty; however, the volume remaining in the container was 24.4ml. The device was removed from clinical service. The customer contact indicated there were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were reported. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional info was provided including if the therapy was resumed using a replacement device.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).